Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45, lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedance to high levels in bipolar and unipolar. The lead remains in use with continued close monitoring. No patient complications have been reported as a result of this event.